Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed to open when the user tried to pull medication. \the customer attempted to recover the door, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower displayed a storage space error and the tower door was clicking. The field service engineer (fse) performed troubleshooting by tightening the doors, reseating the latches, and applying grease to resolve the issue. The customer tested the unit afterward and confirmed proper operation. The system functioned as intended after the field service engineer (fse) repaired the device.